Manufacturer narrative:
Batch review performed on 24 june 2020: lot 167373: (B)(4) items manufactured and released on 20-mar-2017. Expiration date: 2022-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 years and 10 months after primary the patient came in reporting instability due to a loose femoral component. 3 years post primary the surgeon revised the femoral component and poly and the surgery was completed successfully.